Event description:
The customer reported a hemoglobin (hgb) blank shift on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/13/2015. The hgb chamber was found to be cloudy. The fse replaced the hgb chamber to fix the blank shift issue. The repairs were verified per established service procedures. (B)(4).